Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) was advanced. Before the device was in its final position and ready to be deployed, the access system became kinked. The physician slightly adjusted the device and deployed the closure device. The release criteria were met and the closure device was successfully implanted in the laa of the patient. The procedure was completed and no patient complications were noted.